Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of acetaminophen. Stat IV acetaminophen was to infuse at 50ml at a rate of 200ml/hr; however, the customer states "more medication infused than intended". Customer is requesting a log review. There was patient involvement but no harm.

Event description:
It was reported an over infusion of acetaminophen. Stat IV acetaminophen was to infuse at 50ml at a rate of 200ml/hr; however, the customer states "more medication infused than intended". Customer is requesting a log review. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: other relevant history , device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of acetaminophen was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. ¿ the suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. ¿ internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ a review of pump module and pcu error logs found no errors related to the reported incident. ¿ on 02 february 2025 at 8:57 am, the pcu event log showed that the concomitant pcu and the suspect pump module were powered on, and the suspect pump module was assigned to channel a. The dataset in use was identified as ¿adventist_v27_031424¿, profile in use was identified as ¿adult¿. ¿ at 8:59 am the pump alarmed ¿safety clamp open¿ for seven (7) seconds, then, the user programmed an infusion with a rate of 400ml/h and a vtbi (volume to be infused) of 100ml. The infusion started, but the user paused the infusion immediately after. ¿ at 9:00 am the pump channel was selected, and the user modified the infusion parameters to rate of 200ml/h and a vtbi of 50ml, then, the pump alarmed ¿occluded patient side¿ and the user paused the infusion. ¿ between 9:21 am to 9:24 am, the pump alarmed ¿occluded patient side¿ twice. The user restarted the infusion both times. At 9:30 am the infusion completed, then the pump started to infuse kvo (keep vein open) with a rate of 20ml/h. ¿ between 9:31 am and 9:32 am, the user restored the previous infusion, but the user pressed ¿pause¿ immediately after. The user then pressed ¿silence¿ key twice before restarting the infusion with a rate of 200ml/h and a vtbi of 50ml. ¿ at 9:47 am the pump alarmed ¿air in line¿ for 37 seconds, then, the user pressed ¿silence¿ key. The pump alarmed ¿check IV set¿, immediately after, the user channeled off the pump. ¿ the total primary volume infused from the time the infusion was programmed at 8:58 am to 9:47 am was recorded to be 98.458ml. No further infusions were noted on this day. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ per the bd alaris¿ system with guardrails user manual (v12.3.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion of acetaminophen was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing.